Event description:
It was reported that patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2024. The patient was stable.